Manufacturer narrative:
The tech found the right head brake caster not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced right head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right head brake caster was not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).